Event description:
It was reported that the right ventricular (rv) lead had high impedance from a possible lead fracture. The lead was partial explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 407645 implantable pacing lead, (B)(6) 2004. (B)(4).